Event description:
It was reported the patieint had been experiencing difficulty initiating communication between the ipg and the external devices. Replacement external devices were used to no avail. The patient is without stimulation. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.